Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was cracked and the battery cap was damaged. The patient was unable to remove the battery cap. Patient stated that there was no power loss and no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during a visual inspection of the pump, the battery compartment was confirmed to be cracked. The battery cap threads were also observed to be damaged. The battery cap contact height measurement was also not within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.